Event description:
This complaint is now reportable based on the analysis completed on 06/16/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. However, the retruned product analysis confirmed that the catheter shaft had fractured. The index procedure attempted to treat a lesion located in the distal left anterior descending artery (lad). The lesion was 90% stenosed, 2.75mm in diameter, moderately calcified and the vessel was severely tortuous. The physician pre-dilated the lesion with a 2.0mm balloon. The physician was unable to cross the lesion with a taxus express2 2.25 x 24mm stent. The device was removed from the patient's body. The procedure was ended without any patient complications. The patient's condition was reported as "good".

Manufacturer narrative:
Device analysis confirmed that a break was noted in the hypotube approximately 20.5 centimeters distal from the catheters strain relief. The hypotube was also found to have been severely kinked along its length. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. The manufacturing records for top assembly batch number 7831595 and manifold number 7799750 have been reviewed and no issues or discrepancies were found that would have contributed to the complaint. The root cause of this complaint is unknown.